Manufacturer narrative:
The service provider provided the investigation report on 04/08/2021. The actual device was tested. The pump passed the flow rate testing. No issues were found during the testing. The reported issue was not confirmed.

Event description:
On (B)(6) 2021, zyno medical received a complaint related to flow rate issue. It was reported that "pump (B)(4) was infusing too fast. Pump managed to complete a 600mg rapid ocrevus infusion 1/2 - hour early. Last rate entered/ increase was 250 cc/hour of expected to finish, and show a value for total infusion volume of 233 cc infused." The device operator was a registered nurse. Medication being infused was ocrevus. There was a patient involved. The patient was not harmed or injured.